Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, eccentric, mid circumflex artery lesion, a distal stent edge dissection was noted. The 1.5 x 15 mm rx voyager was used for predilatation and the 2.75 x 18 mm xience v was implanted at 10 atmosphere (atm). A 2.5 x 12 mm multi-link mini vision was used as treatment of the dissection and was not a planned stenting. There was no reported clinically significant delay in the procedure due to the issue. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Dissection is a potential known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.